Event description:
The patient was scheduled for an MRI on (B) (6) 2010 using a 1.5t machine. Magnetic compass and x-rays prior to MRI confirmed environmental factors had moved the pressure setting to 95mmh2o. Post MRI confirmation using magnetic compass alone showed the MRI procedure had now moved the pressure setting to 130mmh2o. Six separate attempts to adjust the value pressure back to clinician specified setting of 110mmh2o were unsuccessful. Csf protein blockage of valve mechanism unlikely due to pre to post MRI pressure changes. Suspect demagnetization of valve micro magnets. Function of adjusting magnet checked ok.

Manufacturer narrative:
The incident has been reported to manufacturer on 03/26/2010. Results of analysis will be developed in a follow-up report.